Manufacturer narrative:
The initial medwatch report indicated that the sheath on the ultrasonic probe was stretched, leaving a gap at the end. However, additional information from the customer revealed that the issue was actually related to air bubbles. According to the legal manufacturer, this issue is unlikely to cause or contribute to death or serious injury if the malfunction were to recur. Therefore, this event is not reportable.

Event description:
It was reported that during a therapeutic radial endobronchial ultrasound the sheath of the ultrasonic probe was stretched creating a gap at the end. The probe was replaced to resolve the issue. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic radial endobronchial ultrasound the sheath of the ultrasonic probe was stretched creating a gap at the end. The probe was replaced to resolve the issue. There were no reports of patient harm.